Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
L4 pelvic posterior spinal fusion. Tip of driver has burred. Second driver was used, no delay or adverse event. This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming. No delay.